Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported that the bag to vent port was broken resulting in the loss of manual ventilation. There was no report of patient involvement.